Event description:
It was reported the customer was receiving repeated motor error alarms. The customer's blood glucose was unknown at the time of reporting. The customer reported that she was unable to complete the rewind function. The customer was advised to remove the battery from the insulin pump and try to complete the rewind function again. The customer reported still being unable to clear the alarm after the reset. No additional information was reported.

Manufacturer narrative:
The insulin pump was received with constant motor error alarms during rewind due to moisture damage on motor assembly. The insulin pump was unable to perform displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.